Event description:
The customer obtained imprecise vitros tropi I es results for a known troponin I free sample (0.106 ng/ml vs. Expected results < 0.014 ng/ml) processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no indication that patient samples were affected and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros tropi I es quality control results were obtained from a known troponin I free sample processed on the vitros eci immunodiagnostic system. An ocd field engineer performed service actions to the incubator, fluidics, and well wash subsystems of the analyzer. Precision testing following service verified that the equipment was returned to expected operation. The most likely root cause of this event is analyzer related.